Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor memoryshape mm+ 420cc breast implants and experienced bilateral ptosis and rupture on the left side. Rupture was discovered during a breast lift procedure. As a result, the patient underwent removal and replacement with non-mentor breast implants on (B)(6) 2019. This report is for the right side.

Manufacturer narrative:
Additional information received on 6/10/2019 indicated the patient also experienced bilateral capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).